Event description:
It was reported that after pre-dilatation the xience v stent delivery system (sds) did not cross the moderately calcified and tortuous lesion in the right posterior descending coronary artery. As the sds was being pulled back into the guide catheter, the stent dislodged from the sds inside the guide catheter, remaining on the guide wire. The stent was retrieved using a non-abbott balloon as a snare. There was no adverse patient effect or clinically significant delay in procedure or therapy. No additional information was provided.

Manufacturer narrative:
(B)(4). Evaluation summary: product performance engineering reviewed the incident information and analysis of the returned stent implant. The 2.25x25mm xience v stent delivery system (sds) was not returned for analysis. Analysis of the stent implant noted blood on the struts, which is consistent with handling. A .071 inch pin gauge was used to measure the inner diameter of the undamaged 6 fr guiding catheter. There were mangled proximal struts and smashed middle and distal struts on the stent implant. The stent outer diameter was not measured due to the damage noted to the stent implant. This damage was not observed during product inspection prior to use and thus, may have occurred during or after the procedural attempts to cross the lesion or possibly as a result of packaging and shipment back to abbott vascular for analysis. The inability to cross a lesion can be affected by numerous factors including, but not limited to, patient anatomical morphology, patient disease state, pre-dilatation strategy, device placement technique, device size selection and accessory device support; and is typically not associated with a product quality deficiency. The lesion condition was described as moderately tortuous and calcified, which likely contributed to the failure to cross. It is possible that the stent became disrupted on the balloon while attempting to advance through the calcified lesion. Then as the sds was withdrawn, the stent implant interacted with the tip of the guiding catheter, subsequently leading to the reported stent dislodgement. Since there was no report of any damage to the sds or stent implant prior to use, this suggests a product quality deficiency did not contribute to the reported difficulties. To ensure this type of event is not the result of a manufacturing deficiency, all sds are inspected for proper stent placement, stent damage and crimped stent outer diameter. Additionally, a sampling of units is destructively tested prior to release to verify stent dislodgement force. As a search of the lot history record indicated no associated non-conforming material records and a search of the complaint handling database indicated no related incidents reported from this lot. In summary, based on this investigation, there does not appear to be any indication of a product quality deficiency.